Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo analysis: visual analysis of the photographs identified two devices both have openings and red particles in the surface of the shell. Devices not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant shimmer, or glimmer, or blur on the ultrasound findings. The doctor has never seen this before, but the doctor is a gynaecologist and not a surgeon. It was later confirmed by the physician suspected rupture diagnosed by ultrasound confirmed intraoperatively. This record relates to the right side. The device has been explanted.

Event description:
Patient reported implant shimmer, or glimmer, or blur on the ultrasound findings. The doctor has never seen this before, but the doctor is a gynaecologist and not a surgeon. It was later confirmed by the physician suspected rupture diagnosed by ultrasound confirmed intraoperatively. This record relates to the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: underweight and opening a microscopic analysis was performed which identify sharp opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp edge opening in the posterior side assessed as unidentified (tear) opening.